Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a peritoneal dialysis (pd) patient who was hospitalized for fluid overload. The patient called technical services regarding drain complications. The patient was unable to reposition due to being in the hospital. During follow up, the peritoneal dialysis registered nurse (pdrn) reported that the patient was admitted to the hospital for fluid overload and hypertension. Details surrounding the patient¿s hospital course are unknown, as the patient¿s discharge summary was unavailable. The patient was transitioned to hemodialysis treatment during hospitalization. The patient recovered from the reported event and continued hemodialysis therapy. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the event of fluid overload and hypertension. Based on the available information, it is not possible to determine the cause of the fluid overload and hypertension the patient experienced. However, there is a temporal relationship between the temporary peritoneal dialysis therapy with the liberty select cycler and the patient¿s hypertension and fluid volume overload that resulted in hospitalization. Fluid overload in peritoneal dialysis (pd) patients can manifest as generalized edema, pulmonary edema, and hypertension. Should additional new information be made available this clinical investigation will be reevaluated.